Manufacturer narrative:
Product event summary: the lead was not returned but performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The right ventricular (rv) lead pacing impedance and capture threshold data were not available in the save to disk.

Event description:
It was reported that after the implant procedure, telemetry showed that the patient was having intermittent non-capture with heart rates going below the set rate of sixty. The next day during the post-operative check, the right ventricular lead was sensing inappropriately with no capture. The lead had dislodged and was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.